Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated alerts including ¿restart ilet¿ and ¿delivery stopped¿ with alert code 38, persistent device screen anomalies, inability to complete a rewind due to ¿unable to proceed,¿ and unresolved alarms after cartridge and tubing troubleshooting, consistent with a failure to infuse related to a motor component. Symptoms included hyperglycemia with blood glucose readings in the 300¿400 mg/dl range and the user feeling elevated glucose. Outcomes included a delay to treatment or therapy, and the user transitioned to subcutaneous insulin via pen as backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device motor involvement consistent with consecutive stalled motor events affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.